Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side no complaint against the device. Healthcare provider later reported "capsular contracture baker grade iii." The device remains implanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported, left side no complaint against the device. Healthcare provider, later reported, "capsular contracture, baker grade iii". Device explanted.